Manufacturer narrative:
The device was tested on the bench and no anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
New information notes that the device was explanted because the patient was experiencing shock therapy issues and was having surgery for a new hv lead implant. The physician electively changed out device as well since it was an advisory device. There was no detection of any unusual battery depletion on the device. However, given the situation with shocks being delayed for vf therapy the decision was made to explant the device to eliminate any possible device related issues. Patient tolerated procedure well and was discharged without any issues.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.